Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient acquired a hematoma at the pocket site following the device removal. Nevro attempted to obtain additional information regarding the nature of the issue, but none was available. The patient is recovering.